Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed batt test alarm due to blank display.

Event description:
The customer reported via phone call that his insulin pump had received a failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting. He stated that the alarm did not clear sometimes. The insulin pump will be returned for analysis.